Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
The biomedical engineer confirmed digital analog converter and /analog to digital converter failure error. The unit was not in use, and there was no patient or user harm. The bme confirmed the reported failure. The bme replaced the printed circuit board and the power management board. The reported failure has gone away and the unit has returned to service.